Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 08/22/2022, it was reported by a sales representative via sems that ar-9239 4.5mm quick release drill had an issue. During a total shoulder replacement on 08/22/2022, it totally stripped the drill - no flutes left upon normal use. The case was successfully completed without incidence, there was no harm and no piece broke off inside the patient. This was discovered during use with no impact to the patient.